Event description:
The meter is giving high readings. This was confirmed with precision meter and lab blood values. The user experienced seizures and had to be hospitalized. As the glucose level increases, so does difference in high readings. MFR has replaced the meter but new meter has the same problems.